Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. Upon investigation, the monitor failed an internal pulse test. The cause for the test failure was isolated to an open resistor r45 on the c/a board. The cause for the open r45 resistor was a broken positive lead on high-voltage capacitor c19 on the defibrillator board. The root cause for the broken lead on c19 could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change (see PMA supplement s039) to reduce the pca strain was approved by FDA on 12/20/2012. Implementation began on 1/21/2013. Results will be monitored. No adverse event resulted from the broken capacitor leads. The pt received a replacement monitor.

Event description:
Upon review of a (B)(6) female pt's download, zoll customer support discovered the monitor had an internal clock failure. During servicing, the monitor failed an internal pulse test. The pt was issued a replacement monitor.